Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 07/11/2025. According to the patient¿s spouse, on (B)(6) 2025, the patient went to the emergency room (ER) with his wife due to chest pains. The patient was also experiencing weakness, dizziness, and vomiting. At the ER, the nurse took a bg reading which was 483 mg/dl and the cgm reading was 231 mg/dl. The nurse suspected that the patient could be experiencing diabetic ketoacidosis but was not confirmed. The ER nurse then administered saline (IV fluid), reglan (anti-nausea), and fast acting insulin. At the time of the report the patient was still nauseated but feeling a little bit ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.